Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic with episodes of non-sustained rv oversensing. Review of the egm revealed intermittent far p-wave oversensing on the ventricular channel. In addition, far r wave oversensing on the atrial channel was also noted. Programming changes were made to solve both type of oversensing.